Manufacturer narrative:
Correction/clarification to b5 description of event: the initial medwatch incorrectly stated the device was "discarded". Healthcare professional reported the device was "completely destroyed", referring to the device being ruptured. It was mistakenly assumed that this meant the device was discarded. Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Breast pain: unable to observe as it is not related to the manufacturing process. Rupture: not observed. Seroma-late: unable to observe as it is not related to the manufacturing process. Visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b5, b6, d9, h3, h6, h11.

Event description:
Healthcare professional reported right side "suspected device rupture with rippling, seroma, and pain." Device has been explanted.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, visibility/palpability, seroma-late, pain.

Event description:
Healthcare professional reported right side "suspected device rupture with rippling, seroma, and pain." Device has been explanted, was not replaced, and discarded.